Manufacturer narrative:
(B)(4). The customer alleged that they may have experienced a failure to alarm. The available information does not indicate that this was a serious injury, but will be reported as such in abundant caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that they may have experienced a failure to alarm.